Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one abre venous self-expanding stent system was implanted in the civ. Approximately 35 months post index procedure the patient suffered from in-stent thrombosis in the civ (non occlusive). The patient is being treated with medication. It was reported that the event is related to the target vein.